Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A probe manifold was returned in a tray. The radio frequency identification connectors and blue connector were cut off from the probe manifold on returned condition. The cut off radio frequency identification connectors and blue connector were not returned. The probe needle tip was found bent. The black line on the probe, that was not applied with solvent, caused the tubing to detach from the probe engine during pressuring on the console. The root cause of the customer¿s complaint is related to an error during wetting of the tubing with solvent which resulted in detachment of the probe manifold. In order to mitigate the occurrence of this type of event, during the manufacturing process, in-process checks during assembly are utilized to help screen out this type of defect from occurring. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled probe is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutting failure of the probe occurred during calibration. The surgery was completed after replacing the product with another one. The procedure type was unknown. The condition of actuating and aspirating was unknown. There was no report of patient harm.